Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus (B)(4) (oekg) and the camera cable of the subject device was sticky, omsc surmised there was the possibility this phenomenon was attributed to the deviations from the reprocessing described in instruction manual by the user. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the camera cable of the subject device was sticky and had a failure at the unspecified timing. At the incoming inspection for the repair, the service department of olympus (B)(4) (oekg) checked the subject device and found that the subject device was reprocessed insufficiently. Its camera cable was looked a suspicious contamination or incorrectly reprocessing. There was no report of patient injury associated with this event.